Event description:
There was some cotton left inside - vagina [foreign body in reproductive tract]. String was not braided. One of them the string broke [device breakage]. Case narrative: consumer reported via phone that the tampon string broke and there was cotton left inside. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Here was some cotton left inside - vagina [foreign body in reproductive tract] string was not braided one of them the string broke [device breakage] case narrative: consumer reported via phone that the tampon string broke and there was cotton left inside. No serious injury was reported.

Manufacturer narrative:
An investigation is in progress for returned product received on april 28, 2022.

Event description:
Here was some cotton left inside - vagina [foreign body in reproductive tract] . String was not braided one of them the string broke [device breakage]. Case narrative: consumer reported via phone that the tampon string broke and there was cotton left inside. No serious injury was reported.